Manufacturer narrative:
Per software investigation, a fix was put in place in the 2.0 release of spine and trauma for this issue. No impact on pt outcome reported.

Event description:
Medtronic rep stated during a spine surgery, there were problems with the synthetic images having poor quality, and navigation was approx 1.5 cm off. The surgeon discontinued use of the treon navigation sys just after pt registration. No impact on pt outcome reported.